Manufacturer narrative:
No low reservoir alarm was noted. However, the insulin pump alarmed after battery installation due to leaking voltage at the interface circuit board. The insulin pump alarmed during the occlusion test due to moisture damage at the force sensor resistor. The motor was tested outside of the device and passed. The insulin pump passed the self test, displacement test, basic occlusion test, prime test, and excessive no delivery alarm test. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and a missing end cap sticker.

Event description:
The customer reported via telephone call that the battery did not last long in the insulin pump. The customer also reported that after changing the battery, the insulin pump resets and alarms for an error. The customer did not recall the blood glucose reading. The customer reported that the issue had been occurring for 8-9 months. The insulin pump had also alarmed for no delivery and then a motor error. The customer was advised to inspect the battery cap for damage but a motor error alarm occurred. The insulin pump had not been exposed to a strong magnetic field. The alarm for no delivery had been resolved with a set change. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.